Event description:
It was reported that during a pta procedure of an upper arm av graft for a very tight stenosis, the balloon burst circumferentially, when inflated to 10 atm's. It was not known whether the rupture occurred on the first or second inflation. An attempt was made to snare the balloon fragment, but the doctor was unable to remove the balloon piece. Eventually the physician was able to place a stent in the vein over the balloon fragment. No pt injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The returned catheter appeared to have been cut off at the proximal end. Rec'd was one section of the shaft of the catheter with the distal tip missing, most of the balloon missing and the bifurcate missing. The catheter appeared to have a series of kinks and chatter marks along the distal half of the shaft. The distal tip that was missing was distal of the distal marker band. Both marker bands were present and intact. The balloon exhibited a circumferential tear at the distal end and a longitudinal tear. The result of the investigation was confirmed for a balloon rupture, root cause unknown. It is unknown if pt or procedural issues contributed to the event. The current IFU (information for use) states the following: warning: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. The current IFU (information for use) states: inflation pressure must be monitored during the dilatation procedure. Use of a pressure gauge is recommended. Please refer to the device label for the recommended maximum pressure for this device. Note: the maximum rated burst pressure (rbp) is also printed on the product. Precaution: do not exceed the pressure rating recommended for this device, balloon rupture may occur if the maximum pressure rating is exceeded. The current IFU (information for use) indicates the following: opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above.